Event description:
It was reported that during implant the helix would not extend or retract properly. Also, it was observed that it was difficult to pass the lead through the sheath and as a result the lead was damaged. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of difficulty passing the lead through introducer was confirmed in the laboratory. Further analysis found excessive medical adhesive near lead ring electrode causing difficulty for the lead tip to pass through the sheath introducer.